Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) came into failure analysis with the reported problem, failed pitch friction, and was confirmed as having occurred in the field but not replicated. During visual inspection no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and failed back drive test. The unit was also tested on a patient side cart fixture test platform (pftp) and friction test passed however, during sine cycle test, pitch axis was noisy. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the pitch motor module (mm), hd and elbow bearing were found to be the potential root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer was unable to engage instruments on universal surgical manipulator (usm3). The customer had already tried reseating the instrument arm drape, re-draping, and installing different instruments without success. The technical support engineer (tse) guided the customer through further steps, including undocking the usm, inspecting carriage pogo pins, re-draping, and air docking with a spare trocar. Despite these efforts, instrument engagement failed again, and the customer decided to switch to another patient side cart since a four-arm system configuration was needed. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse verified that universal surgical manipulator (usm3) would not recognize instruments and replaced the usm. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report.